Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data include that the cause for the discordant intact pth was due to the use of an old adjuster. A new adjuster has been put into place and the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant (low) immulite 2000 intact pth assay results were reported on multiple patient samples. Upon review of the data by the customer, it was determined that the qc results were out of range when these patient results were generated. The initial results should not have been reported due to the qc results being out of range. Patient treatment was not altered, and there was no report of adverse health consequences due to the discordant intact pth assay results.